Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the related device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates no additional complaints for the provided lot number for the reported complaint issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that two knives were noted to be dull, without the usual sharpness during surgery. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Two opened knife samples were received by manufacturing, one with foam tip protection and one without. There were nicks noted on the sample's blister packages. The returned samples were visually inspected and were found to be nonconforming. One sample had damaged cutting edges and one sample had a damaged tip and a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the samples. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edges seen on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).